Event description:
A problem was reported involving issues with the touchscreen being finicky and less responsive. There was no adverse impact on the customer's blood glucose level. The customer declined assistance from customer technical support, and no corrective actions or outcomes were detailed in the report.